Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that (12) pcu front cases are being replaced due to unspecified keypad issues. Although requested there was no additional information provided at this time.